Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Complaint from hong kong adventist hospital - stubbs road. The customer complained that 2 syringes were found with double labelling and 1 syringe was found without label.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported two syringes were found with double labelling, and one syringe was found without a label. To aid in the investigation, three samples in sealed packaging flow wraps and two photos were provided for evaluation by our quality team. A visual inspection was performed. One sample has the syringe barrel label missing the variable information, and the additional two syringes have a second syringe barrel label. The two photos provided show the samples received. No other defects or imperfections were observed. This defect could occur if there was a jam at the label feeding station. A device history record review was completed for provided material number 306546, lots 4079866 and 4079622. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.